Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02449. It was reported the patient underwent surgical intervention on (B)(6) 2019 wherein dbs leads were implanted. Reportedly, the patient passed away 5 days following implant due to bleeding in the brain.

Event description:
Device 2 of 4. Reference MFR. Report#s: 1627487-2019-02449, 1627487-2019-04276, 1627487-2019-04278. Follow-up information revealed the physician implanted an additional lead and cranial burr hole cover system during the implant procedure on (B)(6) 2019. The patient's additional lead and guardian cranial burr hole cover system have been added to this report as (device 3 and device 4).